Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial result was < 0.100 miu/ml with a data flag. This result was reported outside of the laboratory where the result was questioned as the patient is pregnant. The patient had an hcg + b result of > 4000 miu/ml from a different laboratory the day before. The initial sample was repeated with a result of 4460 miu/ml. No adverse event occurred. The hcg + b reagent lot number was 329446. The expiration date was not provided. The sample tube size was not provided. It is not known if the customer used rack adapters. Rack adapters need to be used for 13 mm sample tubes. The field service engineer (fse) visited the customer site and did not identify an issue. Performance testing was completed with acceptable results. The customer ran qc with expected results. The instrument was operating within specification. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.